Manufacturer narrative:
Updated fields - b4, d8, d9, g3,g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion)h11. Corrected field: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the bezel keypad bottom housing as per the purchase order. The keypad and screen were tested and found to be fully functional. The machine was handed over to the customer in good working condition. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿bezel keypad bottom housing¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Manufacturer narrative:
Corrected data: h6(impact code). Updated data: e1 (initial reporter and email).

Event description:
It was reported that during a routine check , the cs300 intra-aortic balloon pump (iabp) keyboard and display cover is damaged. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) keyboard and display cover is damaged. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.